Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a silver scissor part missing. The scissors was not able to attach on to it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests with an in-house mcs tip installed. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was re-tested, passing recognition, engagement, and intuitive motion tests on both attempts. The instrument was fully functional. For clarification, the mentioned ¿silver scissor part missing¿ was not returned with the instrument which is likely from the mcs tip that was use from the field. The instrument passed the electrical continuity test. Additionally, the instrument was found to have a lodged coextrusion. The lodged coextrusion from the distal tip was part of the instrument pellethane sheath that was not returned with the instrument. The instrument was found to have scratch marks/abrasion on the tube adapter at the distal end. There were no broken pieces.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the "silver part" they were referring to is the pin the scissor tip connects to - the portion that goes into the patient. A fragment did not fall inside of the patient¿s anatomy. The instrument was inspected prior to use and it was noted that the pin was missing. The customer was unable to put the scissor tip on, so a new instrument was obtained.